Manufacturer narrative:
Investigation details: visual inspection shows that the seal and the tension spring were still loaded inside the deployment tube. The plunger was depressed. The failure that the seal did not deploy is confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.